Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. External equipment was exchanged. Programming adjustments were made. Device testing was performed; but, consistent lock could not be maintained. Device revision surgery will be scheduled.